Manufacturer narrative:
It was reported that the ventilator failed the pressure and flow transducers tests during the pre-use check. Our field service engineer investigated the ventilator on site. The expiratory cassette, control cable and knock protector were replaced. The filters with covers and knob cover were missing. The filter with cover was installed and the knob cover will also be installed. Furthermore, the inspiratory pressure transducer printed circuit board (pcb) was replaced as it was found to be defective. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No parts were returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref:# (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).